Manufacturer narrative:
(B)(4). Foreign source - (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during hip surgery, when the surgeon was trying to mill the femoral canal with the rasp, the rasp was broken and there is a remaining piece inside of the patient. It caused a delay in the recovery, in which the patient is right now. No additional information available.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The event was confirmed with product and x-rays received. Visual examination identified that approximately .750" of the distal end was fractured and missing. The cutting edges were dull and damaged. Wear and tear indicating repeated use over a potential field age of approximately 7 years was observed. Dimensional analysis was not performed as the damage was too severe. No other issues were identified. Hardness testing confirmed that the product's hardness was per specifications. Review of the available records identified the following : the fracture fragment of the rasp was observed along the lateral aspect of the distal femoral stem. There is linear lucency along the mid femoral disphysis that is of uncertain etiology. There was valgus position of the femoral stem. A fracture cannot be excluded. No other findings related to the reported event were noted. The valgus position of the femoral stem is most likely due to the broken piece of rasp that was retained in the patient's femur. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.